Manufacturer narrative:
Per tandem¿s cartridge instructions for use: "replace the cartridge every 48 hours if using humalog; every 72 hours if using novolog." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that occlusion alarms occurred. Customer reported using supplies for three days. During system check with tandem technical support, it was confirmed that occlusions were related to the cartridge. Customer changed the cartridge to address occlusion alarms and resumed insulin. Customer's blood glucose level was 283 mg/dl.